Event description:
It was reported that: "it was reported that, "patient underwent hip replacement surgery on (B)(6), 2006." It was further reported that, "several years after implantation, the patient began experiencing significant pain, constant irritation and discomfort in the area of her hip". Further, it is alleged that, "the patient's defective device was recalled by (B)(4) on january 22, 2008, due to the detection of "manufacturing residuals".

Event description:
Reporter alleged obtaining the results of 381 mg/dl and 177 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.